Event description:
It was reported by a competitor that atrial mode switch (ams) episodes revealed noise on the right atrial (ra) lead. The noise occurred when the patient was exercising however isometrics could not reproduce the noise. The impedance, sensing and threshold are stable and the lead remains in use. It was also reported that t wave oversensing was noted on the right ventricular (rv) lead about one month previous. It was not occurring when the ra noise was investigated so no action was taken. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Concomitant product : cd2257-40 ICD: implanted 2013. (B)(4).